Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown complications. Gender: m. Patient ID: 2nd revision njr number: (B)(6). First revision asa: p2-mild disease not incapacitating.